Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and the leak test. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Ms pump passed visual inspection and the leak test. The ms pump failed activation tests 2 and 3. The cylinders were visually inspected, and leak tested. The first cylinder had a hole from avulsion in the outer tube in the proximal end. There were wear at folds in proximal, middle, and distal ends. Broken fabric threads were present. There was a bulge in the distal end when the cylinder was inflated with a syringe, although no leak was found. The kink resistant tubing (krt) was worn down and the rear tip was also worn. The second cylinder had a hole from avulsion in the outer tube in the proximal end. There were wear at folds in proximal and middle ends. Broken fabric threads were present. There was a bulge in the middle and proximal end when the cylinder was inflated with a syringe, although no leak was found. The kink resistant tubing (krt) was worn down and the rear tip was also worn. Based on the information available and analysis results, the reported device allegation of fluid loss from a hole in the cylinder was not confirmed. It can be concluded that the cylinders and ms pump malfunction were the most probable causes of the complaint/event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the cylinder wall that had deteriorated. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the cylinder wall that had deteriorated. A new inflatable penile prosthesis was implanted. No patient complications were reported.